Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red error screen with error code 45169 upon start up. There was no report of patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device had a red error screen with error code 45169 upon start up. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log could not be obtained due to the error code. Visual and functional testing was performed. Complaint was confirmed through pump power up test. Probable cause of complaint was a defective printed wire assembly (pwa) board. The pwa board was replaced. Upon further investigation, found detector damaged and the air detector was replaced. Device passed all testing post repair.